Event description:
Boston scientific corporation was informed that while using a hydrothermablator procedure set during an hydrothermablation (hta) procedure, a fluid leak occurred. A stabilizer and a speculum were in use during the d and c, however, the speculum was not used for the entire hta procedure. A fluid leak (rate of fluid loss is unknown) occurred during the hysteroscopy. The physician felt it was not a substantial leak (water dripping). A raytex sponge was used to catch the leakage. During the first half of the procedure, a "volume low warning" was received, the tenaculum was repositioned and the device was restarted and the case was continued. Post procedure when the physician was removing the sheath, a second to third degree burn approximately the size of a dime was observed on the right perineal area between the vagina and the rectum. Once the sheath and scope were completely withdrawn from the patient, a horse shoe shaped second degree to third degree burn, approximately 3 to 4 inches in length was observed on the rim of the vagina. The burns were noted to be through the skin into the tissue and were treated with 2% lidacane jelly.